Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.tenote: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having a lot of issues and switched back to her old insulin pump. Customer stated that she has not had issues since switching pumps. Customer's blood glucose was 470 mg/dl. Customer stated that there was insulin inside the pump. Customer stated that she was on vacation and the pump was not in water. Customer reported that the pump was not exposed to fluid in the past and there is no visible moisture in the pump at this time. Customer stated that the pump had insulin in it overnight. Customer woke up during the night and her blood glucose was 200 mg/dl. Customer woke up this morning and her blood glucose was 400 mg/dl. Customer stated that she does not currently have the pump with her. Customer stated that does not think she is getting any insulin. Customer's blood glucose was 219 mg/dl during troubleshooting. Customer stated that there was a no delivery alarm in the alarm history. Customer stated that the pump passed the self test.